Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reset the pump, successfully resolving the issue, and was able to start their sensor session without further problems.